Manufacturer narrative:
Medwatch sent to FDA on 08/25/2016, in response to FDA report number mw5063635. (B)(4). Device has been confirmed as available for return, but has not yet been received. The events of lymphoma, edema, visibility/palpability, sensation increase and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Device labeling addresses the reported events as follows: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explanation." "Sensation in the nipple and breast can increase or decrease after implant surgery, is typically lost after complete mastectomy where the nipple itself is removed, and can be severely lessened by partial mastectomy."

Event description:
Physician reported "the right breast was swollen, firm and sensitive to deep palpation." Physician also stated "an anaplastic large cell lymphoma was found in the peri prosthetic fluid and fibrinoid deposits within the periprosthetic capsule, of the right breast." Physician also stated "the pt underwent bilateral total capsulectomy and implant removal. Now, more than a year after, the pt is disease free. CT pet scans, including a recent scan, do not show any signs of the lymphoma." Event will be captured as lymphoma as pathological markers to confirm alcl have not been received.

Manufacturer narrative:
Medwatch sent to FDA on 11/4/2016, in response to FDA report number mw5063635. Visual analysis of the returned device identified: more than three openings on anterior side and the weight the device within specification. A microscopic analysis was performed which identified four striated edge openings along the shell, consistent with use of a surgical tool. Based on the device analysis the final assessment is: four openings on shell due to surgical damage. No issues found related with the manufacturing process. Additional data: describe event or problem, other relevant history, evaluation codes. Corrected data: age/date of birth, implant date, device evaluated by MFR?, evaluation codes.

Event description:
Additional information: pathology reports specifies that the fibrinoid material next to the prosthesis tested cd30+ and alk-. This is now a confirmed case of alcl and has been captured as lymphoma-alcl.

Manufacturer narrative:
.

Event description:
Physician reported "the right breast was swollen, firm and sensitive to deep palpation." Physician also stated "an anaplastic large cell lymphoma was found in the peri prosthetic fluid and fibrinoid deposits within the periprosthetic capsule, of the right breast." Physician also stated "the pt underwent bilateral total capsulectomy and implant removal. Now, more than a year after, the pt is disease free. CT pet scans, including a recent scan, do not show any signs of the lymphoma." Event will be captured as lymphoma as pathological markers to confirm alcl have not been received.